Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients tooth loss. This event is being filed as an MDR as the patient reported the loss of a tooth (permanent impairment to a body structure) and the invisalign product was being used.

Event description:
The patient reported an unexpected loss of tooth # 19 (lower left 1st molar). It is unknown if the patient required any medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptom. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.